Event description:
It was reported that a patient presented with pneumothorax. The physician alleged it was due to the atrial lead. On (B)(6) 2022, a CT scan was performed and no issues were noted. The patient condition was stable.